Event description:
During a coronary stent procedure, the stent dislodged. The entire system, including the guide catheter was removed without incident and the procedure was completed with another stent. No pt injuries or complications were reported.